Event description:
Our customer service was contacted by a user facility stating that: "a chief resident pinned a head with an imri mayfield head holder. She tested the lock and checked stability of the holder. When we rolled patient from the stretcher into a prone position on the operating table and began to lock the head holder in place it became unlocked. After looking at the holder, it was noted that there was a crack in the holder. This resulted in us having to roll the patient back to the stretcher and having to be pinned again with a new radiolucent head holder.

Manufacturer narrative:
We can not find the root cause of the crack. We believe, that the device was dropped or crashed against anything. Further information about the circumstances are requested at the user facility.